Event description:
Initial result for patient's probnp was 107 pg/ml. When repeated the result was 1160 pg/ml. The incorrect result was not used to guide patient therapy. Field service rep was unable to determine the cause of the discrepancy.